Manufacturer narrative:
H3: hardware analysis was completed on the returned tracker. The returned tracker had no apparent physical damage and received known good instruments without issue. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. No problem found. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that the camera would not see the violet tracking instrument after multiple times of trying and troubleshooting. The instrument was swapped out for the gray tracking instrument and the camera saw it immediately. It was reported that the frame could have been bent. There was no surgical delay and no impact on the patient outcome.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.